Manufacturer narrative:
A partial lead with the connector pin measuring 9.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high, out of range pacing lead impedance was observed on the right ventricular lead. Since the last generator change in 2016, impedance has continued to steadily increase. High capture threshold and suspected lead fracture was also noted. The lead was capped and replaced (B)(6) 2019. Patient was asymptomatic and stable.